Event description:
The patient is reportedly experiencing sound quality issues with her internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. Testing of the device showed that it is not functioning. Surgery to explant the patient's device will be scheduled.